Manufacturer narrative:
Results: the returned jet7 was kinked approximately 3.5 cm from the hub. Conclusions: evaluation of the first and second jet7s revealed that the catheters were kinked. If the devices are retracted at an extreme angle out of their packaging trays without removing the top portion of the packaging tray, damage such as this may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-02373.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that two penumbra system jet 7 reperfusion catheters (jet7s) were broken at the hub upon removal from the penumbra system jet7 kits'' sterile packaging. The damaged jet7s were found prior to use and therefore, were not used in the procedure. The procedure was completed using a penumbra system ace 68 reperfusion catheter (ace68).